Event description:
The customer reported that the buttons were responding intermittently, but the time on the insulin pump was advancing. The customer stated that she was admitted in the emergency room the night before due to low blood glucose of 73mg/dl. The customer stated that he was at the store when his glucose level dropped. The customer's recent glucose reading was 137mg/dl, and he was treated with glucagon tablets. Troubleshooting was performed. The programming was correct, and the reservoir was showing the same amount of insulin that the status screen shows. Advised the customer to contact his doctor regarding his low glucose, to monitor the insulin pump, and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.